Event description:
The customer reported that the lock on the cuff will not click shut and lock. The problem was discovered when the staff was checking the ankle cuffs, and prior to use with the pt. No product was returned for evaluation.

Manufacturer narrative:
Customer declined to return the product for evaluation. (B)(4).